Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate atp and hv therapy for an svt rhythm. Programming changes were made. The patient had no symptoms due to the event.